Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had pulled back and did not have good thresholds or sensing. Additional information indicated that a chest x-ray was performed indicating that there was loss of capture on the lv lead. Further, there has been no additional information provided regarding any change in care or additional interventions. This lv lead remains in service. No adverse patient effects were reported.